Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that sterile product was found with seal issues. The actual device was not returned for evaluation. Pictures and the manufacturing lot number were provided for review. The most probable root cause is during the manual loading process. We expect that the scalpel was placed outside the forming cavity and prevented the proper seal to be formed.. This should be treated as the final report, however if any additional relevant information is identified in the future, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from our distributor indicating that a sterile scalpel was found to have seal issues. Photos and lot information were provided for the investigation. No product sample was available. No death or injury was reported. This is entered in our complaint system as (B)(4).